Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 2. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection. No patient extension lines were in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) stated that the heater bag had disconnected. The technical service representative (tsr) explained the alarms and had the hp cycle the power twice to clear them. The tsr then explained that the hp would need to start over with new supplies. The hp wanted to finish manually. The tsr advised the hp to call his registered nurse within the next 24 hours and let her know what happened. The hp understood. The hc was okay. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.